Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, lot# 0210276426, implanted: approximately (B)(6) 2016, product type: catheter. Product ID: 8703w, lot# gda958002k, implanted: approximately (B)(6) 2007, product type: catheter. Product ID: 8731sc, lot# b0493965k, implanted: (B)(6) 2008, product type: catheter.

Event description:
It had been previously reported that the patient was "no" back to baseline with 100% control of his spasms. It should have stated was "not" back to baseline with 100% control of his spasms. Now, further information was received from a health care professional via a representative who reported in regards to this volume discrepancy event the patient had ongoing ineffective management of spasms/spasticity since (B)(6) 2016. Further troubleshooting included reading the pump logs and there were no motor stalls. A computerized tomography (CT) scan was completed and there was no evidence of an interruption in the system. They tried to aspirate the catheter but their attempt to access the catheter access port (cap) in the clinic was unsuccessful. This was clarified that aspiration was not attempted because they could not access the cap. The cause of the unsuccessful attempt to access the cap was reported as the patient had a large abdominal pannus making cap access difficult even with the fluoroscopy. They did not have access to fluoroscopy in the clinic. No further surgical revisions have taken place since february of 2016 (see manufacturer report #3007566237-2016-03672). The catheter system was programmed as a ¿special two piece catheter¿. The hcp reported that as best as they are currently able to confirm, the patient currently had the following implanted: 3 centimeters (cm) of an 8596/ 0210276426, a 35 cm portion of the 8703w/gda958002k, and 29.9 cm spinal portion of the 8731sc/ b0493965k. This was concluded based on history/notes, registration records, and visualization and photographs of the pump segment. They also reported they could not definitively confirm this. As the patient continued to report ineffective therapy post repair surgery when the 8596 repair piece was added (see manufacturer report # 3007566237-2016-03672) they continued to investigate the system. Due to the ongoing lack of therapy efficacy, other interventions included ruling additional medical issues (bowel, bladder, orthopedic) that could be contributing to the exacerbation of spasticity. All results were negative. Various programming changes including increased dose and bolus dosing had also been trialed with no success. The patient has had several refills since issue initially began ruling out ineffective drug lot. Oral anti-spasmodics have been trialed with some success in spasticity control but have caused intolerable sedative side effects for patient. Further action/intervention being taken to resolve the issue include a CT myelogram dye study pending (B)(6) 2017. There was report that they were currently in the process of stabilizing the patient¿s hematological status which could delay the scan should their international normalized ratio (inr) not confirm with the neuroradiology requirements.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving lioresal 2000 mcg/ml at 396.7 mcg/day via an implantable pump. It was reported that there was an underinfusion. The actual reservoir volume was 37 ml and the expected reservoir volume was 14.4 ml. The hcp stated that at a refill in (B)(6) 2016 they expected 31.4 ml and got back 35 ml. It was noted that there was a catheter revision in (B)(6) 2016. Notes from a refill prior to that in (B)(6) 2015 show that the actual reservoir volume matched the expected reservoir volume almost exactly. The hcp stated that the patient was not in complete withdrawal, but his spasms were worse. The hcp stated that the "patient was calling it withdrawal but [hcp] disagreed with use of the term, saying he wasn't back to baseline with 100% control of his spasms."

Manufacturer narrative:
(B)(4) no longer apply to the event.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving lioresal 2000 mcg/ml at 396.7 mcg/day via an implantable pump. It was reported underinfusion occurred. On (B)(6) 2016, the actual reservoir volume was 37 ml and the expected reservoir volume was 14.4 ml. The hcp stated that at a refill in (B)(6) 2016 they expected 31.4 ml and got back 35 ml. Notes from a refill prior to that in (B)(6) 2015 show that the actual reservoir volume matched the expected reservoir volume almost exactly. The hcp indicated the patient was not in complete withdrawal, but his spasms were worse. The patient called it "withdrawal", but the hcp disagreed with use of the term. The patient was no "back to baseline with 100% control of his spasms." It was further reported a catheter revision occurred in (B)(6) 2016 (connector was replaced; refer to mfg. Report# 3007566237-2016-03672).